Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06025. It was reported the patient experienced ineffective therapy. Diagnostics discovered high impedance on leads and x-rays showed a possible lead fracture. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported allegation the system was auto reducing was confirmed. Microscopic inspection revealed that the lead had a kink 23.0cm from the stimulation end where all of the internal wires were broken, and a cam impression from the swift-lock anchor. The fracture would have contributed to the patient¿s ineffective system. As there was no breach of the outer tubing and the fracture was observed on x-ray prior to the revision, the fracture is consistent with overstress the lead was subjected to while in vivo.

Event description:
Additional information received through product investigation indicated that both of the patient's leads had fracture/kinks.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue.